Event description:
It was reported that one day after the implant procedure, the right ventricular lead threshold had increased from 1 volt at 0.40 milliseconds to 2.75 volts at 1.0 milliseconds, and the threshold was high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.